Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information later reported the patient did not have any concerns regarding their device or therapy. The patient received assistance from their healthcare provider/manufacturer representative and their concerns were resolved. The patient had an appointment (B)(6) 2014.

Event description:
Following implant, around the beginning of (B)(6) 2014, the patient developed spinal meningitis and the device system was removed. The patient was re-implanted with a new device system on (B)(6) 2014. The device system was delivering dilaudid. Follow-up is being conducted to obtain additional information regarding the event. If additional information is received, a follow-up report will be sent.